Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's current blood glucose was 107 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the customer was hospitalized several times on unknown dates with unknown high blood glucose levels. They also reported that the insulin pump's history reported that there was insulin flow block alarm. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.